Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry) the pump was examined (B)(6) 2014 at 12:41 and was delivering sufenta 306.0 mcg/ml; 159.93 mcg/day, baclofen 2,297.0 mcg/ml; 1,200.5 mcg/day and clonidine 225.0 mcg/ml; 117.60 mcg/day via simple continuous infusion mode. The pump was updated (B)(6) 2014 at 12:43 to deliver sufenta 306.0 mcg/ml; 170.10 mcg/day and baclofen 2,297.0 mcg/ml; 1,276.9 mcg/day via simple continuous infusion mode.

Event description:
On (B)(6) 2014, an aerobic/anaerobic culture of the pocket aspiration was done; the result was noted as ¿abnormal¿.

Event description:
The pump was refilled on (B)(6) 2014. On (B)(6) 2014, the patient was seen for an unscheduled clinic or office visit and an ER (emergency room) visit. Examination of the patient found that the pump pocket was infected. The pump pocket was painful and 10 cc of purulent fluid was aspirated from the pocket. The pump was also flipping when the patient changed position; the patient had noticed this since (B)(6) 2014. The pump was explanted. The next day ((B)(6) 2014), there was consultation for insertion of a PICC (peripherally inserted central catheter) line. Intravenous antibiotics were administered through the PICC line. Laboratory cultures taken during surgery returned negative. The severity of the event was noted to be ¿moderate.¿ the event outcome was reported as ¿resolved without sequelae¿ with a resolved date of (B)(6) 2014. The device system was delivering sufenta and compounded baclofen at the time of explant.

Event description:
Additional information received reported the relationship of the event was incisional site/device tract: pump pocket.

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), product type catheter. (B)(4). Device evaluation summary: analysis of the pump found no anomaly.